Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately calcified coronary artery. A 10mmx3.50mm wolverine cutting balloon was selected for percutaneous coronary intervention. After insertion and trying to inflate the balloon at 1 atm per second, it was noted that the balloon leaked and had a hole in it. The balloon was removed, and the procedure was completed with another of the same device. The patient was stable following the procedure. No patient complications were reported as a result of this event.